Manufacturer narrative:
The ventilator was investigated and repaired by our field service engineer. No parts have been returned. The consequence of this type of mechanical damage is that the user interface gets detached and may, in the worst case scenario, fall off the ventilator's carrier. The holder broke when the unit was being moved. Hence, it is likely that the damage was caused by pulling or pushing the ventilator in the user interface or user interface holder. Our conclusion is that the user interface has been exposed to a mechanical force greater than it is designed to sustain. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15g, pulse duration 6ms, and total number of 1000 impacts.

Event description:
It was reported that the user interface holder broke. There was no patient involvement. (B)(4).